Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 20) with multiple cartridges during the loading and pumping sequence. No reported adverse impact to the customer's blood glucose. The customer reverted to alternate insulin therapy.